Event description:
A report was received that the patient was experiencing inadequate stimulation and it was determined that the one of the patient's leads was fractured. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation and it was determined that the one of the patient's leads was fractured. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation and it was determined that the one of the patient's leads was fractured. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg). Additional information was received that the patient underwent a revision wherein the leads were replaced. It was also reported that the ipg was replaced for unknown reason. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that there was no device malfunction with the replaced ipg and that it was physician¿s preference. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was received that the patient¿s lead contacts showed high impedance.

Event description:
A report was received that the patient was experiencing inadequate stimulation and it was determined that the one of the patient's leads was fractured. The patient will undergo a revision procedure.